Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. Dil cath: 7f ebu. Guide wire: rinato . Inflation: sprinter balloon. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and the stent delivery system (sds) being advanced over a guide wire. The stent was dislodged from the balloon and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction and the excessive force applied by the physician would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy another stent to embed the dislodged stent in the vessel wall. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. All stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the mid left anterior descending artery (lad), the xience v 2.75x28 stent system could not cross after pre-dilatation due to heavy calcification and force was applied. An attempt was made to remove the stent system; however, resistance was felt. Force was applied and the stent dislodged in the proximal lad. An unsuccessful attempt was made to inflate the stent system balloon to deploy the stent. The stent system was removed from the anatomy and another xience v 3.0x28 stent was deployed to compress the dislodged stent in the proximal lad. Although there was a significant clinical delay in the procedure, there was no adverse patient sequela. Although requested, additional information was not provided.